Manufacturer narrative:
It was reported that during patient treatment, the ventilator alarmed for high pressure but no alarm sound was heard. The loudspeaker of the ventilator was broken, immediately replaced the spare ventilator to continue treatment. During the self-inspection made by the hospital staff, the internal test and alarm state test failed. The customer repairs the ventilator by replacing the loudspeaker backlight and the alarm loud was resolved. No information about how the reported high pressure was resolved. No logs were received and no parts were returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that during patient treatment, the ventilator alarmed for high pressure but no alarm sound was heard. There was no patient harm. Manufacturer's ref.#: (B)(4).